Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and angina are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, three xience xpedition stents were implanted in the mid to proximal left anterior descending coronary artery (2.75x23mm, 3.0x23mm, 3.5x15mm) and 2 days later, the patient was discharged in improved condition. On (B)(6) 2018, approximately 4 years post stent implantation, the patient was hospitalized for chest pain. Coronary angiography showed about 90% stenosis of one of the stents. Treatment included balloon angioplasty and implantation of 2 stents. On (B)(6) 2018, an additional intervention was performed for chest pain, resolving the event. There was no additional information provided.